Manufacturer narrative:
A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Some waves were noted in the device; however these appear to occur during the handling of the unit when it was returned for evaluation. Support coil, gripper and emboli coil were inside of the introducer, which was partially zipped. No other anomalies were noted in the device. The od from the delivery tube was measured and was found within specification. Gripper and embolic coil were inspected under microscope and no damages were found. The microcatheter was purged using a lab sample syringe; after that it was inserted in a cordis lab sample microcatheter prowler select lp and the system could advance without resistance or friction through the microcatheter's inner lumen. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15114880 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Failure reported by the customer as 'coil impeded in microcatheter' was not confirmed during the functional test using a cordis lab sample. The use of a non-cordis microcatheter could be contributed to the failure; however it could not be evaluated due to the non-cordis microcatheter was not provided. The failure was not confirmed; therefore no corrective actions will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The 6x15 trufill dcs complex fill coil ((B)(4)) got stuck in the distal end of the non-cordis (sl-10/boston scientific) microcatheter during advancement. The coil was not able to be withdrawn; therefore the coil system and microcatheter were removed as a unit from the patient. The procedure was completed with other products successfully without patient injury. The procedure was treatment of an internal carotid-posterior communicating artery (ic-pc) aneurysm with moderate vessel tortuosity. No further vessel or target lesion characteristics are known. A constant and dedicated flush was maintained through the microcatheter. Prior to the event, there was no resistance encountered during advancement. There were no kinks noted on the microcatheter. A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Some waves were noted in the device; however these appear to have occurred during the handling of the unit when it was returned for evaluation. Support coil, gripper and emboli coil were inside of the introducer, which was partially zipped. No other anomalies were noted in the device. The od from the delivery tube was measured and was found within specification. Gripper and embolic coil were inspected under microscope and no damages were found. The microcatheter was purged using a lab sample syringe; after that it was inserted in a cordis lab sample microcatheter prowler select lp and the system could advance without resistance or friction through the microcatheter's inner lumen. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15114880 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported insertion difficulty was not confirmed with functional test of the returned device using a cordis lab sample microcatheter. The use of a non-cordis microcatheter could be contributed to the failure; however, this could not be evaluated since the non-cordis microcatheter was not provided. Procedural factors including the concomitant microcatheter appear to have contributed to the event. The reported failure was not confirmed; therefore no corrective actions will be taken at this time.

Event description:
During coil embolization for (ic-pc) internal carotid-posterior communicating artery, the orbit rdfl complex fill coil (638cf0615) was advanced in the (mc) microcatheter (sl-10, boston scientific), it was stuck and stopped advancing in the distal end of the microcatheter. Attempt was made to pull back the coil delivery system, but the coil was stuck in the microcatheter. Finally the coil was entirely removed with the microcatheter as one unit from the patient. The procedure was completed with other products successfully without patient injury. The vessel was moderately tortuous. No other information was provided about the target vessel. A constant and dedicated saline source was utilized at all times though the microcatheter and no damages were noted on the microcatheter.

Manufacturer narrative:
During the initial insertion of the coil delivery system there was no resistance at any time during advancement of the coil through the mc or kinks that may have contributed to the event. During insertion, no additional force was utilized to advance or remove the coil/delivery system. Other than the reported events, no other damages were noticed with any other section of the devices. Prior to shipping, other than the reported event, no other issues were noted with any part of the products being returned (broken/detached coil, delivery system issues, etc.). No further information was available. Additional information will be submitted within 30 days of receipt.